Event description:
It was reported that the customer over delivered insulin with the pump for the carbohydrates they ingested. The customer's blood glucose (bg) level subsequently decreased to 40 mg/dl. The customer consumed carbohydrates to address bg. The customer declined further assistance from tandem technical support, and stated they will contact tandem technical support (cts) if they experience any further issues.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.